Event description:
The following was reported by the pt's surgeon: ni/ni/ni, pt underwent repair of right inguinal hernia with perfix plug. On ni/ni/ni, pt developed a scabbed, inflamed area over the incision site which was noted to drain serous fluid. The pt underwent a wound incision and drainage. A bleeding suture abscess was noted.

Manufacturer narrative:
We have contacted the initial reporter to request add¿l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The surgeon reported although the pt had drainage at the incision site, wound cultures taken intra-operatively were negative. Medical records and product identifiers have not been provided. Additionally, the mesh remains implanted. With the currently available info, no conclusion can be drawn at this time.